Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The young patient was on a hiking trip with their class at the time of the shock. At the pediatric cardiology, device interrogation also found that the battery's remaining longevity was decreased, from 55% in april to 11% currently. Device data was submitted to technical services for review. Upon review, the device was confirmed to be depleting prematurely, due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. A review of the shock episode found that the patient's heart rate was elevated, at about 165 bpm at the time of the event. The r-wave amplitudes had decreased, resulting in the t-wave oversensing. X-rays were reviewed, which showed good system placement. It had been noted that the device was implanted for five years and this patient had increased in height by 30 cm and in weight by 27 kg. Technical services recommended performing a new screening to see if different placement of the device or electrode would produce larger r-wave amplitudes. Also, an exercise test was already planned, to evaluate all sense vectors at elevated heart rates. Available data showed the secondary vector still appeared to be the best, so storing a new template at the higher heart rate would help mitigate inappropriate shock therapy. However, all vectors should be tested with patient movements and posture changes to ensure appropriate sensing. No adverse patient effects were reported, outside of the inappropriate shock that was received. Troubleshooting was done and a new template was saved at a faster heart rate. The secondary vector did show a morphology change at the elevated rates while the primary vector had smaller but more stable r-wave amplitudes. The primary vector also showed some functional undersensing at the higher rates, which would not be observed when therapy was on as the fast profile is more aggressive. The device and electrode remain implanted and in service. Two months later, the device was explanted and replaced due to the premature battery depletion observation. The position of the new device was adjusted to improve r-wave stability. Device data from the replacement procedure was submitted to technical services for review, and an exercise test was planned for the patient in about two weeks. The exercise test was completed; the device was programmed to the primary vector and a new template was stored at higher heart rates. Technical services reviewed the available data and agreed with the programming that was done. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The young patient was on a hiking trip with their class at the time of the shock. At the pediatric cardiology, device interrogation also found that the battery's remaining longevity was decreased, from 55% in april to 11% currently. Device data was submitted to technical services for review. Upon review, the device was confirmed to be depleting prematurely, due to an abnormal increase in power consumption. Device replacment was recommended for within 90 days. A review of the shock episode found that the patient's heart rate was elevated, at about 165 bpm at the time of the event. The r-wave amplitudes had decreased, resulting in the t-wave oversensing. X-rays were reviewed, which showed good system placement. It had been noted that the device was implanted for five years and this patient had increased in height by 30 cm and in weight by 27 kg. Technical services recommended performing a new screening to see if different placement of the device or electrode would produce larger r-wave amplitudes. Also, an exercise test was already planned, to evaluate all sense vectors at elevated heart rates. Available data showed the secondary vector still appeared to be the best, so storing a new template at the higher heart rate would help mitigate inappropriate shock therapy. However, all vectors should be tested with patient movements and posture changes to ensure appropriate sensing. No adverse patient effects were reported, outside of the inappropriate shock that was received. Troubleshooting was done and a new template was saved at a faster heart rate. The secondary vector did show a morphology change at the elevated rates while the primary vector had smaller but more stable r-wave amplitudes. The primary vector also showed some functional undersensing at the higher rates, which would not be observed when therapy was on as the fast profile is more aggressive. The device and electrode remain implanted and in service. Two months later, the device was explanted and replaced due to the premature battery depletion observation. The position of the new device was adjusted to improve r-wave stability. Device data from the replacement procedure was submitted to technical services for review, and an exercise test was planned for the patient in about two weeks. The exercise test was completed; the device was programmed to the primary vector and a new template was stored at higher heart rates. Technical services reviewed the available data and agreed with the programming that was done. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. The young patient was on a hiking trip with their class at the time of the shock. At the pediatric cardiology, device interrogation also found that the battery's remaining longevity was decreased, from 55% in april to 11% currently. Device data was submitted to technical services for review. Upon review, the device was confirmed to be depleting prematurely, due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. A review of the shock episode found that the patient's heart rate was elevated, at about 165 bpm at the time of the event. The r-wave amplitudes had decreased, resulting in the t-wave oversensing. X-rays were reviewed, which showed good system placement. It had been noted that the device was implanted for five years and this patient had increased in height by 30 cm and in weight by 27 kg. Technical services recommended performing a new screening to see if different placement of the device or electrode would produce larger r-wave amplitudes. Also, an exercise test was already planned, to evaluate all sense vectors at elevated heart rates. Available data showed the secondary vector still appeared to be the best, so storing a new template at the higher heart rate would help mitigate inappropriate shock therapy. However, all vectors should be tested with patient movements and posture changes to ensure appropriate sensing. No adverse patient effects were reported, outside of the inappropriate shock that was received. Troubleshooting was done and a new template was saved at a faster heart rate. The secondary vector did show a morphology change at the elevated rates while the primary vector had smaller but more stable r-wave amplitudes. The primary vector also showed some functional undersensing at the higher rates, which would not be observed when therapy was on as the fast profile is more aggressive. The device and electrode remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.